Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 400 mg/dl, 190 mg/dl and 217 mg/dl. The customer has been using the insulin pump system within 48 hours of high blood glucose levels. The customer treated high blood sugar with 20 units with injection. The insulin pump was not on auto mode at the time of the incident. The customer did not allege the insulin pump for under delivery. The customer also had scared tissues. The insulin pump passed the displacement test. The customer wanted to discontinue troubleshooting. The insulin pump will not be returned for analysis.